Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent aortic valve surgery in (B)(6) 2016 presented with a mycobacterium chimaera infection. The customer reported that the heater-cooler system 3t that was used during the procedure tested negative for contamination in (B)(6) 2016, but tested positive 3 months later. The customer reported that the device was taken out of service in (B)(6) 2016.

Event description:
See initial.

Manufacturer narrative:
After follow up communication livanova (B)(4) learned that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU) and that the heater-cooler device was placed inside the operating room during use but facing away from the patient approximately two meters.the lab test results were requested but not made available. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.